Event description:
It was reported that after the intra-aortic balloon was inserted, the pump gave an alarm that the balloon could not be inflated. The intra-aortic balloon was removed and replaced with no pt complication.